Event description:
Customer shipped device to physio-control to address recurring fault codes logged into device memory related sp02 function. While performing functional tests of the defibrillator, physio-control observed that the device delivered energy that did not match the user selected energy. There was no pt associated with the report.

Manufacturer narrative:
Physio-control replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the malfunction was an out of tolerance resistor, designator r1.